Event description:
It was reported that patient underwent an initial total knee arthroplasty in the mid-1990's. Subsequently, patient underwent a revision procedure on (B)(6) 2015 due to tibial loosening. All components were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.